Event description:
An implant card was received showing the patient had a lead replacement on 11/09/2016. The reason for the replacement was due to the reported high impedance. After the lead was replaced, the device was checked and was found to be working correctly. The lead impedance was 1150 ohms, which is within normal limits. It was further explained that re-insertion of the lead pin followed by diagnostics was attempted prior to replacing the lead, but high impedance was still observed. Once the lead was replaced, the high impedance was resolved. The lead was noted to be discarded after surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician that the patient had high impedance. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the physician stated there were no lead fractures observed and that the lead had been discarded after surgery.